Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will be generated.

Event description:
Provider alleges the consumer got stuck in the lift position and had to call 911 to get out.

Manufacturer narrative:
Provider replaced the hand control for the customer. The old part was returned but was inadvertently scrapped prior to evaluation.

Event description:
Provider alleges the consumer got stuck in the lift position and had to call 911 to get out.